Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: unable to deliver/advance: clinical reported ECMO cannula was in the way and pump was unable to drop into position due to that. The cause of the issue was determined to be due to a use related issue. Optical signal issue: impella noted to have lost placement signal and psnr alarm occurred after failed delivery attempt with ECMO cannula in the way. Logs confirm loss psnr alarm and show immediate loss of placement signal and drop in snr. At that instant there was also a drop in light. Gain increased slightly and contrast increased in amplitude. The pattern observed is characteristic of a fiber break. The cause of the issue was a fiber break as evidenced by log pattern likely due to a use-related issue experienced when attempting to deliver pump. Device history lot: device lot number: 1929964. Device history batch: subcomponent lot: n/a. Device history review: the pump sn: (B)(6) passed all post sterile inspection checks.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
The complainant reported that a patient with acute myocardial infarction/cardiogenic shock was being escalated from an impella cp to an impella 5.5. When placing the impella 5.5, there was resistance at the axillary artery. The physician was unable to make a drop from the innominate artery into the aorta. The medical doctor stated that extracorporeal membrane oxygenation cannula was in the way and the impella 5.5 was unable to drop into position due to that. Additionally, the impella 5.5 noted having placement signal lost and placement signal not reliable alarm occurred. Impella 5.5 insertion was aborted after multiple attempts. Another impella 5.5 was inserted and this time was successful. No patient harm was reported due to the issue.